Event description:
Information was received indicating that this smiths medical cadd ms3 pump exhibited occlusion error. Subsequently, the patient switched to backup pump. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.